Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced recurrent infections at the abutment side. Additional information has been requested but has not been made available as of the date of this report.